Event description:
Notified 7/23/99. Pt found on routine pacer check to have failure- a lead fracture identified on chest x-ray. Diagnosis: pacing lead fracture, 3rd degree pt hospitalized, received pacemaker and lead replacement.